Event description:
(B)(4).

Manufacturer narrative:
Hill-rom service technician went to the user facility to inspect the lift. The technician could not reproduce the reported problem or check the emergency release. The up/down actuator was working. It was tested twice and then the battery quit working. The sling bar was not on the lift at the time unit was inspected by the technician. Tech noted that the base motor shaft on the right side would spin but would not move the leg in/out. The account was aware of this issue and stated they will repair this before the lift is put back into service. User facility states to the technician that they have not performed regular preventive maintenance on this lift. Per hill-rom service manuel, to ensure maximum life cycle, preventative maintenance should be carried out at a minimum every two years and inspection and service must be carried out by hill-rom/liko authorized personnel.